Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer was instructed to perform specific steps to address the issue; however, they declined further troubleshooting. Subsequently, the customer changed supplies as necessary and resumed insulin therapy.